Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned a motor error alarm. Customer also reported that the insulin pump was stuck in the fill tubing portion of the rewind sequence. Customer did not recall any significant events leading up to the motor error alarm. Blood glucose level was 131 mg/dl at the time of the call.